Manufacturer narrative:
There was no alleged failure of the device to perform its intended purpose and there was no injury to the pt. The account acknowledged that ascultation is an accepted method of checking placement while confirmation by radiation is gold standard, but not practical or cost effective. A review of the product labeling showed in the note section: "to confirm proper placementof nasogastric sump tube, perform the following: rapidly inject 10-20cc of air through the blue air vent lumen while ausculating the abdomen. The rush of air as it enters the stomach will be heard if the tube is correctly placed. Aspirate gently to obtain stomach contents. X-rays may be done to confirm tube placement".